Manufacturer narrative:
The customer¿s report of an over infusion of dilaudid was confirmed. Review of the device error logs found no errors during the time period of the reported event. The pcu event log shows that pca module s/n (B)(4) was in use and infusing a pca dose only custom concentration infusion of hydromorphone hi dose (drugid 232). The drug amount was 30 mg, diluent volume was 30 ml, concentration was 1 mg/ml, and the dose was 1.25 mg. Each pca dose request delivered 1.25 ml at 150 ml/hr. At 11:00 pm on (B)(6) 2020, the infusion stopped due to the syringe becoming empty. At 11:06 pm, the user selected a 60 ml monoject syringe with 28.9955 ml detected. The user then programmed an infusion of hydromorphone pca 10 mg in 50 ml (drugid 233) through guardrails. The concentration was 0.2 mg/ml. The user then entered 1.25 mg for the pca dose. The user selected yes to the guardrails warning ¿pca dose exceeds guardrails limit of 1 mg. Proceed?¿ and again selected yes to the guardrails warning ¿max limit exceeds guardrails limit of 12 mg/4hr. Proceed?¿ and then started the infusion. Each pca dose request delivered 6.25 ml at 150 ml/hr. The pca dose only infusion ran until 2:26 am when the device was channeled off. During this period there were a total of 4 pca dose requests delivered and 1 pca dose request partially delivered, 2 pca dose requests were not delivered due to the lockout interval and 7 pca dose requests were not delivered due to the syringe being empty. The pcu event log shows that the volume detected in the syringe is the same volume that was recorded as being delivered successfully via pca dose requests. The root cause of the reported over infusion of dilaudid was determined to be user programming. No device was returned for investigation. Log review only.

Event description:
It was reported that a dilaudid over infusion occurred on the mp pcu unit on an adult patient. The patient was ordered to receive 1.25 mg doses of 30 mg/30 ml of dilaudid. The dilaudid syringe was changed at on (B)(6) 2020 at 2300 by the night shift nurse however by 02:15 the alarm sounded for an empty syringe. The alaris pump delivered "twice" the ordered dose. When pump was opened, the syringe was found to be loose in the pump with the plunger secured but the body was not. No leak was evident to the nursing staff. The event log and the bd analytics all infusion report show that when the syringe was changed at (B)(6) 2020 23:00, the dose was [inadvertently] increased to 6.25 mg. This accounts for the early empty syringe alarm at (B)(6) 2020 01:55. An interpretation of the programming steps for the new syringe performed starting at 23:06 which resulted in a dose of 6.25 mg is needed.